Event description:
A customer reported receiving a minimum fill notification while attempting to load a new insulin cartridge. The incident did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. Following these instructions, the customer successfully reloaded the cartridge and resumed insulin delivery.